Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The axes controller setup joint (acj) was returned for failure analysis, and the reported issue was replicated. The acj board was installed on the in-house testing system. The system started up showing error 31221 in the error log. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault on a component or module within the acj.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the nurse reported error 31221 pointing universal surgical manipulator (usm1). Customer stated that they had undocked all usms before calling technical support engineer (tse). Tse asked customer to perform a hard power cycle and emergency power off (epo) which resulted in no change. Tse asked customer to perform a power cycle and maintain the port clutch button of usm1 for disabling, which did not resolve issue. The system was restarted with a non-recoverable fault 31221. Customer decided to convert to laparoscopy and requested for their field service engineer (fse) to resolve. The procedure was converted to laparoscopic without any patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the axes controller, carriage joint (acj1) to correct error 31221. System tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi reviewed the site¿s complaint history which does not reveal any related or duplicate complaints involving this product and/or this event. A review of system logs confirmed: a prostatectomy procedure on (B)(6) 2024 via system sl1229 and related system error 31221.